Manufacturer narrative:
(B)(4). The device was returned for evaluation, device operated as designed no non-conformances identified. However, due to unintended injury, unrelated to the device the medwatch report is filed.

Event description:
On (B)(6) 2018 a (B)(6) male patient underwent an infarct ventricular septal repair with clip where he was heparinized with 30,000 units for the procedure. First assist was tinting the laa with forceps while the surgeon was teasing down the ach245 to the base of the laa. The tip of the laa tore during this maneuver. The surgeon released the clip (not deployed but released it back to the clip¿s closed resting state), pulsating leak from the laa was observed. The surgeon thought he might have sized the clip too small, removed the ach245 from the patient, and asked for an ach250. Placed the ach250 to the base of the laa and there was still a pulsating leak from the laa. By this time there was too much blood on the field and it was difficult for the surgeon to visualize where the leak was coming from that he elected to remove the ach250 (never deployed), put the patient back on cross-clamp and excised/repair the laa with pledgeted suture. The procedure was prolonged 20 extra minutes on cross-clamp needed to repair laa. The patient is stable and recovering.